Event description:
A complaint was reported to boston scientific corporation on a gemini retrieval basket used during a stone removal procedure. According to the complainant, during the procedure the device detached 15cm from the distal end of the basket. The detached component was removed successfully from the patient's ureter with forceps. A laser was not in use during the procedure. There were no patient complications as a result of this event and the patient's condition post procedure was good.

Event description:
A complaint was reported to boston scientific corporation on a gemini retrieval basket used during a stone removal procedure. According to the complainant, during the procedure the device detached 15cm from the distal end of the basket. The detached component was removed successfully from the patient's ureter with forceps. A laser was not in use during the procedure. There were no patient complications as a result of this event and the patient's condition post procedure was good.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Analysis of the returned gemini retrieval basket revealed a detached fragment of the device containing the distal end of the wire sub-assembly and basket. The fragment was approximately 15.8cm long. The wire detached at the splice cannula with approximately 4mm of the cannula remaining on the detached fragment. The basket and all basket wires were present and the basket was bent at the distal end of the basket cannula. The detached fragment was also slightly bent at the distal end of the splice cannula and the outer sheath was kinked. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the broken wire sub-assembly moved freely through the sheath. The sheath luer was removed from the handle, and the wire sub-assembly was removed from the proximal end of the sheath without any resistance. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.